Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. A lot number was not provided. Without a lot number a thorough investigation could not be performed. A vertical crack, measuring approximately 5mm, was noted starting at the top of the female taper of the valve body, extending to the bottom thread. The crack was located opposite the gate line on the part. The mating part was not returned for evaluation. In-process quality testing during the manufacturing process of this part visually inspects for cracked components. Physical testing includes a leakage air pressure test and a high pressure test, both for leakage. Final quality inspection includes a visual inspection for cracked components and a leakage failure fluid pressure test for leakage. Since the valve functioned without the incident until day 7 of use, there is insufficient information provided which would suggest that the cracking is attributed to any quality deficiency or manufacturing defect. It should be noted that this type of cracking of the valve is consistent with previous incidents of this nature involving chemotherapy treatments in which the combination of solutions is used, length of exposure, interaction with the material of the luer tapers, and/or user technique may contribute to the cracking of the part. We continuously monitor product incident reports to identify trends which might affect our products. No adverse trends have been identified with the reported product.

Event description:
As reported by the user facility. Ultrasite valve attached to PICC & cadd pump tubing containing 5fu (5 fluorouracil). Attached to the valve for 7 days. Patient came back with powdery/granular residue all over the tubing, arm, dressing & her clothing. There were no signs of skin irritation or breakdown when clinician flushed the valve. There was evidence of a hole in the side of the valve. Sample available-was flushed with saline and is in a bag. Additional information provided by the facility indicated the patient was on continuous chemotherapy treatment at home when the leak occurred. It is the hospitals protocol to leave the valve on the PICC line for 7 days. The patient comes into the facility once a week for four weeks during treatment. The incident occurred during the patient's third week of therapy. The patient suffered no adverse sequela associated with the reported incident. It was reported there have been no other past incidents of this nature using this valve. The lot number remains unknown.